Event description:
It was reported that when using the bd pyxis¿ medstation¿ es it had been ejecting cubies from the drawers randomly. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, june 22, 2023, and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of actual the device involved in this incident, it was determined that the cubie drawer was misaligned, the row board cables in drawers 3.1 and 4.2 were crimped and damaged, the pyxis bus cable was crimped, and the robo cables were mis seated in the cubie trays. A field service engineer realigned the cubie drawer, replaced the row board cables in drawers 3.1 and 4.2, replaced the pyxis bus cable, reseated all robo cables to the correct trays, and verified functionality through multiple hta and custom tests. The system functioned as intended after the field service engineer repairs were completed.